Event description:
The hydrophilic coating came off the wire during procedure. The procedure being performed was sfa/popliteal stenting. It was noticed when removing the wire. It appears as though the coating broke off/peeled. All of the coating is not accounted for based upon looking at the wire. It is unclear as to if any remained in the patient. There was no patient injury reported.

Manufacturer narrative:
Investigation in-process and the results of the investigation will be filed in a supplemental report when completed.